Event description:
During follow-up, high capture threshold due to dislodgement was observed on the right atrial (ra) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During follow-up, functional loss of capture and undersensing due to dislodgement were observed on the right atrial (ra) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.